Manufacturer narrative:
The controller was returned for evaluation and passed visual and functional testing. Functional testing did not indicate any abnormal operation of the controller, except that their real time clock (rtc) was reset to zero. When the date and time were set to actual time and the internal battery (bt2) was adequately recharged, controller was able to keep accurate date and time. The rtc was most likely reset to zero because the controller had not been connected to external power for extended periods and its internal coin cell battery had run down. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that routine vad clinic visit.  Rvad controller settings date and time reset (1/1/00, 00:00) indicating problem with internal battery.  Lvad controller settings date and time also reset (1/1/00, 00:00) indicating problem with internal battery. Both controllers exchanged per heartware recommendations. There was no adverse effects to the patient as a result of the issue.